Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvicconstant to severe') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 824097- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy on (B)(6) 2014, abdominal pain, vaginal discharge, fibroids, urinary urgency, menses irregular, uterine bleeding, stress incontinence, female, endometriosis and gerd. Previously administered products included for an unreported indication: mirena. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss: gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2017, the patient experienced uterine polyp ("tumor / teratoma / cancer type: benign uterine polyp"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual cycle"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). The patient was treated with caffeine;paracetamol (excedrin) and surgery (da vinci assisted hysterectomy with bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved, the genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, uterine polyp and weight increased outcome was unknown and the menorrhagia was resolving. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine polyp, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 169 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion, everything looked good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2019: update of information (batch is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic constant to severe') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 824097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy on (B)(6) 2014, abdominal pain, vaginal discharge, fibroids, urinary urgency, menses irregular, uterine bleeding, stress incontinence, female, endometriosis and gerd. Previously administered products included for an unreported indication: mirena. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss: gain"). In 2017, the patient experienced uterine polyp ("tumor / teratoma / cancer type: benign uterine polyp"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual cycle"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). The patient was treated with caffeine;paracetamol (excedrin) and surgery (da vinci assisted hysterectomy with bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved, the genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, uterine polyp and weight increased outcome was unknown and the menorrhagia was resolving. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine polyp, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion, everything looked good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. This case is incident now. Events from pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: benign uterine polyp, pelvic pain, weight gain / loss: gain. Outcome of pelvic pain, menorrhagia and dyspareunia were updated. Patient's medical history was added, lot number received. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.